Manufacturer narrative:
(B)(4). It was reported that the correct follow up FDA aware date of follow up number 002 was (B)(6) 2014. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On (B)(6) 2013, the patient( pt) experienced lower abdominal pain. On (B)(6) 2013, the pt went to the emergency room (ER) with cloudy effluent and lower abdominal pain that had worsened. The pt was treated with (B)(4) 1000mg po (orally) for pain. The pain decreased after an hour. On the same day, the pt was discharged from the ER with a diagnosis of abdominal pain with no further medical intervention or prescription medications. The pt reported his catheter site was infected. From (B)(6) 2013, the pt had cloudy effluent. On (B)(6) 2013, the pt was diagnosed with peritonitis with culture positive for diphtheroids . On (B)(6) 2013, the pt was treated for the peritonitis with vancomycin,1 gm, ip (intraperitoneally) and gentamicin 80mg, ip, given with heparin 2000 units. As of (B)(6) 2013, the pt felt 100% better and was pain free. On (B)(6) 2013, the pt experienced cloudy effluent. On (B)(6) 2013, the pt was treated with vancomycin, 1.5 gm, ip, and gentamicin, 120mg, ip, with heparin. On (B)(6) 2013, the pt continued to have cloudy effluent. At this time, gentamicin dosage was decreased to 80mg. From (B)(6) 2013, the pt was treated with vancomycin, gentamicin, and heparin, ip. On (B)(6) 2013, the pt began treatment with ampicillin, 2 gm, (1 gm per each 6000ml bag) ip, nightly for 10 days. At this time the patient¿s doctor, nephrologist (drn) wanted to have the patient¿s pd catheter removed. The pt declined to undergo surgery for catheter removal. At this time, the pt¿s culture was ¿negative¿ ((B)(6) 2013), however, the drn believed ¿it would return¿ if the catheter was not removed. It was reported that on (B)(6) 2013 the pt was admitted to the hospital for an unspecified length of time for treatment of the peritonitis because the peritonitis was not resolving. On (B)(6) 2013, the pt presented with cloudy effluent with abdominal pain and was diagnosed with peritonitis. Subsequently, the pt stated his ¿effluent is no longer cloudy.¿ on (B)(6) 2013, the pt presented with cloudy effluent, chills and abdominal pain. The pt was diagnosed with recurrent peritonitis. At this time, the pt refused to go to the hospital. The pt was treated with another round of antibiotics and was informed by drn that if he doesn¿t respond, the patient¿s pd catheter would have to be removed and changed. On (B)(6) 2013, the patient was given a prescription for diflucan (fluconazole) 100mg, po, q.d (every day) for 14 days and vancomycin, 1.5gm and gentamicin, 80mg, ip given with heparin. On (B)(6) 2013, the pt had no abdominal pain or fever. On (B)(6) 2013, the pt¿s peritoneal effluent was clear, the pt had no abdominal pain and pt wanted to keep in his pd catheter. On (B)(6) 2013, the pt was seen at the clinic for a month visit, the pt was asymptomatic, his effluent was clear and antibiotic treatment was ongoing. The pt continued to refuse to have his pd catheter removed. On (B)(6) 2013, the pt had cloudy peritoneal effluent with abdominal pain. The patient was diagnosed with peritonitis. Antibiotic treatment was still ongoing. The pt still refused to have his pd catheter removed. On (B)(6) 2013, the pt reported he had clear peritoneal effluent, no fever and no abdominal pain. On (B)(6) 2013, the pt was switched to hemodialysis (hd) therapy. The pt was admitted to the hospital on (B)(6) 2013 for further workup, surgery to remove the catheter, recurrent peritonitis, and other indications. The source of peritonitis was reported to be from the catheter. During hospitalization the pt was treated with vancomycin IV-intravenously and was given tylenol three times daily to control pain. On (B)(6) 2013, the pd catheter was removed due to the recurrent peritonitis infection. The pt was placed on short-term hd before replacing the pd catheter. On (B)(6) 2013, the pt underwent a revision of hd catheter (non-baxter product) due to malfunctioning hd catheter. On (B)(6) 2013, the pt was discharged from the hospital and it was reported that the pt was recovering from the peritonitis event. The pt received hd therapy from (B)(6) 2013.

Event description:
This is a report of a home patient (hp) who acquired peritonitis, related to a mini cap with not enough iodine. On an unknown date, the hp was treated with unspecified antibiotics. Eleven days later the hp was hospitalized. Two weeks later the patient was treated with additional unspecified antibiotics. The patient was scheduled to have the peritoneal dialysis catheter removed. No additional informaton was available at the time of this report.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number gd893891. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.